Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the power cord bay assembly was damaged. Analysis also found the rf (radio frequency) head connector was loose on the lem (link electronic module) printed circuit board assembly. It was noted the loose rf head connector did not effect the electrical performance. It was noted the system fan was noisy. (B)(4).

Event description:
It was reported that the programmer power cord bay assembly was damaged. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. There was no patient involvement.